Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the silicone overmold was sliced at the electrode. This is believed to have occurred during revision surgery. In addition, a dent on the top cover was observed. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock obtained only at certain spacing. The electrode and loss of lock conditions prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of intermittent loss of lock with the device was verified during this analysis. The device was received with a cracked conductive epoxy joint. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.